Event description:
Customer reported that she was taken to the hospital emergency room due to being in a vehicular accident. Customer stated that she was the driver and was wearing the insulin pump at the time. Customer stated that the blood glucose value at the time of the admission was 400 mg/dl and she has been released; current blood glucose is 250 mg/dl. Customer reported that the insulin pump was lost between the accident and going to the hospital and was not able to find it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.